Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: during use on a patient, the pump changed rates from 16 ml to 150 ml. No patient injury reported.